Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure. This report is filed april 6th, 2015. Device not yet available.